Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the portugal market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in portugal. It was reported that the flow/bubble needed to be repaired. The flow/bubble sensor was dropped on the floor and sustained damage. The failure occurred during cleaning of equipment, when the cardiohelp was not in use. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).